Event description:
It was reported that the device has been sensing the patient's premature ventricular contractions (pvcs), but has been missing the patient's intrinsic rhythm, which occurs shortly after the pvc. Additionally, there are other times where the device senses both the pvcs and the intrinsic rhythm. It was suspected that there was nothing that could be done with programming with regards to the device sensitivity. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.